Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 125 mg/dl, 200-299 mg/dl and 40 mg/dl when all tests were performed within 10 mins of the advantage system. No action were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.